Event description:
It was reported that during the pretesting, it was hard to get the sterile water in and when they tried to get it all in and out, it only drained 3cc.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretesting, it was hard to get the sterile water in and when they tried to get it all in and out, it only drained 3cc. Per investigator's notification received on 29dec2025, it was reported that foley catheter balloon asymmetrical about 80:20 was found during sample evaluation.

Manufacturer narrative:
The reported event is confirmed manufacturing related. CAPA 4855225 was initiated to address the reported event. Received (5) photo samples. The first photo was of the tray labeling with batch # myjx2839. The second photo was a top view of the three-way catheter and return syringe. The third photo was a zoomed in view of the tip of the catheter with the balloon inflated. The fourth photo was a zoomed in view of the trifurcation site. The last photo was of the inflation cap ngjv4947. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Verified material number 119314 and manufacturing lot number ngjv4947/ the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe with slight resistance noted and the catheter rested with no leaks noted. 80:20 asymmetrical balloon was present. Attempted to deflate balloon passively using returned syringe and was not able to passively deflate within 5 minutes. Attempted to deflate balloon with in-house luer lock syringe and was unable to deflate liquid. Dissected balloon: observed inflation notch is not perforated all the way. Pin used: 0.013mm. Based on physical sample received the product does not meet specifications according to (B)(4) rev 11 which states "shaft must not be damaged or pinched." This specific complaint allegation was part of a broader investigation captured in CAPA 4855225. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.